Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed ID it is applicable. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. ( expiration date: 08/2020).

Event description:
It was reported through the results of a clinical trial that during 6-month follow-up visit, duplex ultrasound was performed and 50-90% stenosis was identified. It was further reported that target lesion revascularization was performed on (B)(6) 2019.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed ID it is applicable. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: b6, g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that during 6-month follow-up visit, duplex ultrasound was performed and 50-90% stenosis was identified. It was further reported that target lesion revascularization was performed on (B)(6)2019.